Event description:
Head of the covidien lp eea circular stapler with tri-staple technology was found to be bent when attempting to connect it to the stapler. New device obtained and no further incident or no harm to patient happened during the surgical procedure.